Event description:
Related manufacturer reference number: 2017865-2022-38619, related manufacturer reference number: 2017865-2022-38657. It was reported that a patient presented with infection noted on the patient's pacemaker and right ventricular (rv) lead. Surgical intervention was taken to address the infection on (B)(6) 2022. Additionally, another of the patient's lead helix was found to be unable to be extended during the implant procedure. The lead was not used and another lead was used to completed the procedure. No additional electrical malfunctions were reported. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-38619. It was reported that a patient presented with infection noted on the patient's pacemaker and right ventricular (rv) lead. Surgical intervention was taken to address the infection on (B)(6) 2022. Additionally, rv lead was found to be unable to be extended during the procedure. The lead was not used and another lead was used to complete the procedure. No additional electrical malfunctions were reported. The patient was stable throughout. New information received notes that the device was re-sterilized and re-implanted following sterilization, which was authorized and performed by the healthcare provider. No vegetation or sepsis was noted, and the infection was identified through the patient conditions of inflammation and discomfort at the system implant site noted during a follow-up in-clinic. The lead will be returned for analysis.

Manufacturer narrative:
Correction: b5: field should reflect new information regarding new lead information reported in report 2017865-2022-38618, and supplemental retraction of 2017865-2022-38657. Additional information: d4: field should reflect new information of product serial number and UDI.

Manufacturer narrative:
The reported events were infection and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning the helix and applying torque to the inner coil, the helix could be extended and retracted. The helix extension length measured within specification. The cause of the reported event was due to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region consistent with procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.